Event description:
Pt reported that back to back tests performed on their ss meter using separate finger sticks were 214, 182 and 162 mg/dl (28% difference). No symptoms were reported. Control solution test reading was in range. Unable to reach pt on follow-up. Letter was sent to pt requesting that pt contact lfs. There was no allegation of harm.